Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received stating that the listed tracheostomy tube was found leaking at the cuff after a few days of use. The patient's in-home care taker discovered the device leak. After discovery, the care taker monitored the cuff pressure every 20-40 mins and reflated the cuff to 4cc of air when necessary. The tracheostomy tube was not new; it had been reprocessed two times prior the reported event. No incident related medical sequela reported.